Event description:
It was reported that the health care professional (hcp) received a red alert for high electrode impedance via the latitude remote patient monitoring system. Technical services discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in service. Additional information: the patient was seen for follow-up and x-rays, and no concerning noise was observed during maneuvers and movements. The high impedance was reproduced while the patient was seated and rotating their left arm. The health care professional (hcp) decided to keep the patient in the hospital until a replacement procedure was scheduled. It was noted that several troubleshooting steps were performed, and it was concluded that the electrode was the source of the inappropriate behavior. As such, the patient underwent a revision procedure, and only the electrode was explanted and replaced. The patient's s-ICD remains implanted and in service with no changes made. Besides the intervention, no other adverse patient effects were reported. The explanted electrode is expected to be returned for analysis.

Event description:
It was reported that the health care professional (hcp) received a red alert for high electrode impedance via the latitude remote patient monitoring system. Technical services discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) received a red alert for high electrode impedance via the latitude remote patient monitoring system. Technical services discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in service. Additional information: the patient was seen for follow-up and x-rays, and no concerning noise was observed during maneuvers and movements. The high impedance was reproduced while the patient was seated and rotating their left arm. The health care professional (hcp) decided to keep the patient in the hospital until a replacement procedure was scheduled. It was noted that several troubleshooting steps were performed, and it was concluded that the electrode was the source of the inappropriate behavior. As such, the patient underwent a revision procedure, and only the electrode was explanted and replaced. The patient's s-ICD remains implanted and in service with no changes made. Besides the intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.